Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and a "call tech support" error was displayed on the receiver screen. Functional testing was unable to be performed due to the error. The data log was reviewed and the reported event of a hardware error was confirmed. A root cause could not be determined.